Event description:
The lock function between the femoral stem and the femoral head was disengaged, due to excessive load on the construct when the pt attempted suicide. The disengaged parts remain in the pt.

Manufacturer narrative:
Add'l part involved. Femoral stem (porous) 8mm x 125mm part number 70010-01 lot number 604853, associated with nexflex femoral stem (standard porous coated) 510k# k955171. The lock function between the femoral stem and the femoral head was disengaged due to excessive load on the construct when the pt attempted suicide. The disengaged parts remain in the pt.